Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-23, serial/lot #: (B)(6), ubd: 25-jul-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this evfxplus-23 device in a patient with a previously implanted surgical aortic valve, the right coronary artery was pre-wired due to risk of occlusion. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was fully deployed. After deployment, under-expansion of the valve frame was observed. Contrast imaging revealed a dissection of the right coronary artery. A stent was placed at the right coronary artery, and a post-implant balloon aortic valvuloplasty was performed using a 24 mm non-medtronic balloon. An interaction between the balloon and the working guidewire was noted. Per request of the implanting physician, a second valve was loaded into a new dcs. The implanted valve was "pulled" free using the entangled balloon and guidewire. Ventricular tachycardia was noted, and defibrillation was performed. After defibrillation, the implanting physician pulled the expanded valve down to the femoral bifurcation and attempted to pull valve through a 14 fr connecting tube using vascular grabber device. This attempt was unsuccessful; however, the second valve was successfully delivered through secondary left femoral access site. It was noted that the initial valve was obstructing femoral artery blood flow. The decision was made to snare the obstructive valve and deploy an abdominal graft to restore blood flow. The patient required an artifici al heart pump intra-procedurally. Despite these interventions, the patient remained intubated and never regained consciousness, the cause of death was believed to be a stroke or brain bleed, as indicated by neurological assessment.